Manufacturer narrative:
Updated b5 and h6 sections.

Event description:
It was reported that the patient presented to emergency department with infection and skin erosion at device pocket. The infection was not associated with any abbott product and/or procedure. The pacemaker, right atrial (ra) lead and right ventricular (rv) lead were explanted. The patient was in stable condition throughout the procedure.

Event description:
Related manufacturer reference number: (B)(4). Related manufacturer reference number: (B)(4). It was reported that the patient presented to emergency department with infection and skin erosion at device pocket. The pacemaker, right atrial (ra) lead and right ventricular (rv) lead were explanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.